Event description:
It was reported via repair work order that the footsection of the recliner does not always lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Parts on order

Manufacturer narrative:
Updated conclusion - device repaired and returned.

Event description:
It was reported via repair work order that the footsection of the recliner does not always lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.